Event description:
Additional information provided by the customer: the patient was already inpatient prior to the procedure, but the stay was extended by 2 days. The posterior gastric wall was damaged. The physician does not normally perform suction upon withdrawal of the scope. If suction is used it is for residual removal and performed intermittently. The suction pressure cannot be shared. The physician¿s experience with ercp is expert. The physician¿s experience with tjf-q190v is ¿newly uses¿.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer and investigation findings. New information is reported in b5, d8, h6, and h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Conclusion: the definitive cause of the reported events could not be established. Based on investigation findings, the following are presumed to be the likely causes: user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. It is reported that the event may have occurred when the scope was withdrawn immediately after suctioning, even though the distal cover was not cracked. The user also reports that it was no longer traceable whether k-lever was retracted when pulling back the scope. It is possible the event may have occurred because k-lever was retracted when pulling back the scope.

Manufacturer narrative:
The device referenced in this report has not been sent to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. Correction and preventative action (CAPA ) investigation has been opened to further investigate this issue. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use disposable cap, the patient experienced a mucosal injury upon withdrawal of the scope near the conclusion of the procedure requiring the placement of four hemostatic clips. This case reports the duodenovideoscope used in the procedure. Case with patient identifier (B)(6) reports the single use disposable cap used in the procedure. There were no additional consequences to the patient as a result of this occurrence. The patient was fine after the procedure. There was no damage to the distal cover observed before, during or after the procedure. The single use disposable cap used in the procedure is not available for evaluation, it was discarded by the customer. There is no known damage to the endoscope used in the procedure, it worked perfectly. It is not known if the (elevator) lever was retracted when withdrawing the scope.